Event description:
According to the nurse, she noticed approximately 400-600cc of blood under patient's chair 1.5 hours into treatment. The alarm on the dialysis machine (fresenius 2008h) was triggered and the clinician noticed that the venous avf needle (nipro safetouch tulip) had dislodged from the patient's arm. A hematocrit check was performed at the facility as well as at the hospital. It was determined that the patient's hematocrit and hemoglobin were in acceptable range, thus no blood transfusion was necessary. Patient was admitted to the hospital for less than 24 hours for an access/graft declotting. The patient has had dialysis treatment since then with no complications.

Manufacturer narrative:
Device was discarded so no evaluation was performed. Nurse suspects needle may have gotten caught on blanket causing dislodgement of needle. The product did not malfunction.